Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced recurrent infections at the implant site. The patient is currently being clinically managed by their healthcare provider.